Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported the customer had physical damage to their insulin pump's screen. Customer stated their insulin pump was dropped and the screen shattered as a result. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.